Event description:
It was reported that during a post-implant follow-up, pocket infection was observed. The patient was treated with antibiotics that were not successful. The system was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.